Manufacturer narrative:
Additional information received provided the following details: the purge pressure was elevated and triggering alarms. The customer was advised to perform all appropriate checks, after which tissue plasminogen activator (tpa) was initiated in consultation with csc. At the time of follow-up at the account, the alarms had resolved and the patient had continued on support. As a result of this additional information complaint coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Further information noted the patient's outcome after support. The pump used was successfully weaned, explanted and the patient was reported to have survived at the time of explant. Information confirmed the patient's weight as initially reported. Subsequently, new additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. The returned device identified the serial number. However, product name and product/catalog number are unavailable at the time of this MDR writing. Upon receipt of this information a supplemental report will be submitted accordingly. Note: d4 (serial number) has been updated accordingly. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an 83 year old female undergoing pre operative support placement with an impella device, indicated for use in a clinical state consistent with scai shock stage c, experienced a purge issue with the first automated impella controller (aic). The initial aic was exchanged for a new unit without any patient harm. The patient remains on support with pump 1, implanted on (B)(6) 2026 at 2:42 pm via right femoral percutaneous arterial access. The pump remains in use, and product return status is pending while the device is still implanted. There is no reported patient injury, no change in clinical status related to the complaint, and the patient remains on support with survival outcome at explant yet to be determined. The automated impella controller (aic) will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.